Manufacturer narrative:
Investigation summary: one photo of the bottom web was received, but no photo of the sample nor physical samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, and no root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that an unspecified number of syringe 1ml s/t w/ndl sftygld 25x5/8 rb experienced needle loose/pulled out of hub during use. The following information was provided by the initial reporter: material no: 305903, batch no: unknown. Per customer: said when they use 305903 the needle can ¿fly off¿ during medication administration.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 1ml s/t w/ndl sftygld 25x5/8 rb experienced needle loose/pulled out of hub during use. The following information was provided by the initial reporter: material no: 305903 batch no: unknown. Per customer: said when they use 305903 the needle can ¿fly off¿ during medication administration.